Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs: 1225714-2014-05396 and 1225714-2014-05397.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2005 and subsequently expired after the use of the product.